Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart mrx monitor / defibrillator intermittently did not display the electrocardiogram (ECG) output while monitoring 5-leads ECG. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.